Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm immediately after the home screen was displayed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, light pressure was applied to the u39 component on the printed circuit board, and the pump emitted a cs 069 call service alarm, which was then recorded in the black box data as a cs 087 call service alarm. This alarm occurred as a result of a failure of the u39 component on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked.